Event description:
It was reported that during an implant attempt, the outer silicone insulation on the right atrial lead would buckle upon downward pressure. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted there was blood in/on the helix mechanism. The analyst commented that no insulation buckling was observed when analyzing the lead and doing an introducer test.